Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the upper head case of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently repaired at fisher & paykel healthcare's (fph's) us office and the faulty components of the complaint device are currently en route to fph (B)(4) for investigation. We will provide a follow-up report upon receipt of the faulty components of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the device was received at fph (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head and head harness connector were provided to us by the service center. Results: the photographs revealed that the head harness connector was slightly discolored and cracks were observed on the heater head. A large semi circular crack can be observed on the dome section of the head upper case. Small multiple cracks and cracking were also apparent on the dome and on the top surface of the heater head. A lot check revealed no other complaint of this type for lot number 050401. Conclusion: use of incorrect cleaning materials is the most common cause of warmer head crazing and cracking. It is also possible that the cracks on the warmer head were due to impact damage. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The complaint warmer head casing and the head harness connector were replaced with new parts and the device was then returned to the healthcare facility.